Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400 mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly, cartridge and infusion set is changed every 4-5 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.